Manufacturer narrative:
. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was a tear in the bag during polishing. A vitrectomy was performed and 3 piece lens was placed. Surgery completed in the same visit with no patient injury. No additional information was provided.